Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was a request to turn off the implantable cardiac defibrillator on this hospice patient due to the patient receiving therapy. The device was unable to be interrogated. It was further reported that a magnet was placed on the device to suspend therapy. No further patient complications have been reported as a result of this event.